Event description:
It was reported that the ventilator failed the flow transducer and safety valve test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and an oxygen gas module was replaced and returned for investigation. The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. During pre-use check in a reference ventilator, the test log shows that the oxygen gas module would deliver more oxygen gas to the patient leading to a higher oxygen concentration than expected. The tests also revealed that the ventilator was not able to measure a correct value of the supply gas pressure. The failures were caused by a defective high pressure transducer on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).